Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Staples dropped out of the stapler. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600308 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/23/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample is for this complaint and complaint tc 190005 4566. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with its trigger partially engaged and a parti ally formed staple. The staples appeared to be slightly misaligned. The stapler was returned with 31 staples left in the cartridge indicating that at least 4 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The partially formed staple was unable to properly form. Another attempt was made and, once again, the staple was unable to properly form. No more staples fired. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it other remarks: was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. Per DHR the product visistat 35w 6/box, lot # 73j1600308 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/23/2016. DHR investigation did not show issues related to complaint. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "staples fell from stapler" was confirmed based upon the sample received. The staples in the returned stapler are misaligned. The first two staples were unable to properly form and no more staples were able to fire due to the misalignment of the staples. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
Staples dropped out of the stapler. There was no patient injury.